Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where the following were noted: - playing on angulation control knob - scratches on universal cord - scratches on the connector - scratches on the control section - suction cylinder shaved - nut painting peeled off - bending section rubber glue chipped - scratches on insertion section however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "inadequate reprocessing of endoscopes and endo therapy accessories can lead to infection of the patient or operator who comes in contact with them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that bacteria was detected from the evis lucera colonovideoscope in early december and the culture test was positive. The customer did not use the scope after detecting bacteria, and it was unknown which washer was used. There were no other reports of detection of bacteria from other scopes. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. After the positive test, the scope was stored at room temperature. Additional reprocessing was done on the scope. There was no delay in starting pre-cleaning. A suction pump was used to suck water from the forceps/suction channel and an mh-948 was used to pump air/liquid into the air/water channel. There were no problems with any of the accessories used for reprocessing. Manual cleaning was done within one hour after the procedure and the scope passed the leak test. Endfresh s was used as the cleaning solution for manual cleaning. The forceps channel, suction channel, ai/water channel, and forceps plug were brushed. Manual disinfection was not done. An oer-5 was used as the automatic endoscope reprocessor (aer). Endoquick was used as the cleaning solution and aceside was used as the disinfectant. All cleaning tubes were connected when the scope was placed in the aer. The disinfectant was not expired, the water filter was replaced in the specified time period and the products that treated the rinse water were normal. The scope was dried using an alcohol flush, wipe with a clean towel, and blown clean with compressed air. The scope was stored in a cabinet without drying function. This event is under investigation. A supplemental report will be submitted upon receiving additional information.